Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Excellent except for noisy pump. While running the device the pump was noisy. The root cause of the reported issue was found to be a faulty pump. Actions were taken to mitigate the reported issue: replaced the pump.

Event description:
It was reported that the device pump was noisy. No patient injury was reported.